Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H5

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: locking: proximal humerus /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a revision surgery of a delta xtend due to infection, loosening, and periprosthetic fracture. Primary surgery was done on (B)(6) 2016. Prior to this the patient had a proximal humeral fracture. This was addressed using a proximal humeral plate which subsequently failed leading to the delta xtend in 2016. It was unknown that the revision surgery completed successfully. The patient outcome was unknown. This complaint involves unknown number of devices. This report is for one (1) unk - screws: locking: proximal humerus. This is report 2 of 2 for (B)(4).